Event description:
A site reported a loss of telemetry monitoring for approximately 8 patients for more than one hour due to a presumed clinical information center motherboard failure. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.